Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an overvoltage protection (ovp) circuit failure. The device was in clinical use when the issue occurred; it was reported that there was a delay in diagnosis and treatment. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was not in use when the issue occurred. No patient or user harm reported. Insufficient information is available to determine the resolution of the event. The km reported that the customer had the device repaired by a third-party company, and the device was returned to service. No details were provided regarding the repair. No further details could be obtained regarding the event, and it could not be determined how the issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.